Event description:
A patient reported they were unable to receive a reading on their surestep meter due to the meter allegedly prompting the "remove strip" meter. Patient reported no symptoms. There was no result on their meter as the patient was unable to test. No treatment was reported. No furhter information has been reported.